Manufacturer narrative:
.

Event description:
Additional information was received that device replacement has been scheduled for a future date.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with the remote home monitoring system. The patient was later seen in clinic for a programmer interrogation. A wanded programmer interrogation was successful, however, an interrogation using radio frequency (rf) telemetry was unsuccessful. A copy of device memory was submitted for analysis. Analysis of device memory noted the device had recorded an rf hardware timeout message on two separate occasions. Boston scientific technical services (ts) discussed the potential for an rf telemetry module problem that could result in increased power drain. Current device power consumption was noted to be stable and appropriate. Ts discussed that device replacement is up to the discretion of the physician. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.